Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 29-jan-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from a patient receiving morphine and "two numbing medications" via an implantable pump for non-malignant pain and degenerative disc disease. The patient reported the catheter kinked on their previous pump. The patient stated that they were able to get the catheter unkinked. This occurred "probably 5 years ago".